Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat ec8+ cartridge yielded starouts (*** outs) for ph and pco2 at an 80% failure rate. There were no injuries reported with this event.